Event description:
Pt on a nafcillin 12grams in 24 hour eclipse. On (B)(6) at 2030, her medication should have been completely infused with a 0 reservoir volume. It had been connected for a total of 27 hours. She was instructed to disconnect and flush the line to assure patency. Flushing went well according to (B)(6). A new eclipse was attached and it was verified and it was fully administered in 24 hours. Diagnosis or reason for use: infection.